Event description:
It was reported that after the 3.5 x 8 mm nc trek balloon catheter was removed from the package, resistance was noted during removal of the protective sheath. After the sheath was able to be removed, it was noted that the distal shaft was bent. The device was not used, and there was no patient involvement. A new nc trek balloon catheter was dipped in heparinized solution. The sheath was easily removed, and the new nc trek was used to continue the procedure successfully. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: abbott analyzed the returned device. The reported kink was confirmed. Analysis found that the the inner member/ proximal balloon marker were separated. The reported difficulty to remove the protective sheath could not be replicated as the returned device was not returned in a condition in which the test could be performed. A review of the complaint handling database found no other incidents of difficulty to remove the protective sheath from this lot. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed, corrective and preventive actions will addressed per quality system procedures.